Event description:
The device and attached monitor was connected to a pt. The pt had an internal defibrillator which was operating properly. Reportedly, the device and attached monitor inappropriately displayed the pt ECG as a ventricular tachycardia in paddles lead. The pt was resuscitated.